Event description:
The customer reported that the cautery pencil activated while not in use. No injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.